Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2016 for high blood glucose(bg) level (400-500s mg/dl). The customer was in the ER for 4 hours and received an insulin drip to treat elevated bg level. The customer was released with a bg level of 298 (mg/dl). In addition, the customer was experiencing intermittent issues charging the pump despite the attempt of multiple usb cables. Customer reported blood glucose (bg) was impacted 366 (mg/dl). Customer stated a manual injection would be delivered to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
(B)(4).